Manufacturer narrative:
Unable to confirm customer problem, delivery accuracy tests found the pump to be delivering within specification. In addition inspection of the pumps event history log did not show any unusual messages or excessive high pressure messages which would have interrupted delivery. The pump was found to be operating properly and passed all tests.

Event description:
It was reported that cadd-legacy® duodopa pump had malfunctioned and did not alarm any problem with the pump. The device was connected to a patient and patient woke up in a frozen state. Patient already received the morning dose but spouse gave patient an extra dose. After the extra dose, the patient became very dyskinetic. Spouse contacted the nurse coordinator at the neurology office, and she advised to contact duoconnect nurse. Spouse contacted duoconnect and requested a new duopa pump to be sent. Spouse changed the pump batteries on (B)(6) 2015, and he did not received a low battery indicator from the pump.